Event description:
A nurse at the user facility reported that, after insertion, a haptic was noted to be missing from the intraocular lens (iol). The incision was enlarged to accomodate removal of the lens and the incision required stitching.